Event description:
The customer tested his blood glucose and received a reading of 300 mg/dl using his breeze2 meter. He retested using 2 other meters and received readings between 120-140 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.